Manufacturer narrative:
There was no battery cap received with unit. The pump was received with blank display due to severely corroded battery tube and corroded battery tube spring noted. The self-test, off no power test, unexpected restart error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test and operating currents were unable to be conducted due to battery tube damage. There were minor scratches on lcd window, half broken off reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump was damaged inside the battery compartment. It was reported that the customer had issues with blank display. The customer's blood glucose level at the time of incident was 297mg/dl. Troubleshoot was reported to be conducted. It was reported that the pump would be replaced and returned for analysis.